Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the accucath guidewire becoming stuck and the safety failing to activate was confirmed and the cause appeared to be use-related. The product returned for evaluation was one accucath peripheral IV catheter assembly. The catheter was not returned for evaluation. Usage residues were observed throughout the sample. The safety button was depressed and the needle was partially withdrawn into the housing. The tip of the needle remained exposed. The wire protrude from the needle flash port, preventing the needle from fully withdrawing. The wire exhibited a break within the coiled region. The distal fragment was not returned for evaluation. Microscopic inspection of the guidewire break revealed a granular fracture surface. The break surface exhibited a region of increased luster. Inspection of the needle bevel revealed deformation and increased luster along the proximal edge. Protrusion of the wire through the flash port prevented successful activation of the safety mechanism. The wire can be forced through the notch if advancement is attempted against resistance. The needle bevel deformation and guidewire break characteristics were consistent with guidewire retraction against the needle bevel at a sharp angle. The blood residue suggested that advancement and retraction occurred during attempted insertion, likely against resistance and potentially at a too-sharp insertion angle. The product IFU states ¿warning: do not force or retract the guidewire. Retracting the guidewire may increase the risk of guidewire damage. If the guidewire must be retracted, remove the entire device to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of rebx2482 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire in the 18g, 2.25" acucath would not advance and/or the device would catch when "safetying" or wouldn't safety at all, as if the button is stuck.on (B)(6) 2018 - returned wire is broken.